Manufacturer narrative:
The devices were not evaluated and no cause was determined, as the customer did not make the devices accessible for testing.

Event description:
This report summarizes 2 malfunction events, where it was reported the litter/lift collapsed. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices are pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the litter/lift collapsed. There was no patient involvement.